Manufacturer narrative:
Due to indication of a delay in surgery, it was determined that this event is reportable.

Event description:
The customer reported that the post of the endotine product would not engage in the patient's skull. No injuries were reported in this event.